Event description:
Pt undergoing a bilateral mastectomy with envision localized sentinel lymph node biopsy, possible axillary dissection. The clip applier was defective during the case, would not clip appropriately.